Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). There was no device issue to be found. Impedance tests were ran and came back great. Also tested the patient's stimulation and programmings. No changes were made. Stimulators functioning appropriately with no problems. They were instructed to see their neurosurgeon for evaluation because the new pain they were describing was not near the device or lead. It was in their neck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after charging the implantable neurostimulator, the patient experienced sensitivity and pain at the implantable neurostimulator site, as well as pain in the hips and buttocks. The patient also reported pain and burning between the shoulder blades where the lead tips are located. These symptoms began mildly and progressively worsened over the past couple of months. Tss suggested the patient try charging for shorter periods and/or turning the implantable neurostimulator off to see if sensations subside. Additional information was received, it was reported the patient had been having shocking sensations associated with charging the ins.